Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bab8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was tired of calling and coming into their health care provider¿s (hcp¿s) office and told the manufacturer representative that they would check in every month or so with an update. The agreement or goal was to remain in 1 program for an entire month and not switch around and the patient achieved that in (B)(6) by staying only in program 2 and was giving them feedback on what they experienced. It was noted that before the patient was initially tracking so many recordings of the urination to track it they were now not so eager to do this and the patient just didn¿t want to see the numbers. The average urination for the patient was between 30 and 40 times and occasionally for whatever reason the patient¿s bladder would go spastic as they were trying to sleep and they would be up and down about a dozen times. It was reported that then the next day things were calmer but the patient was trying to find a normal in the pattern. Some days were better than others and the patient did not like their sciatic nerve. It was noted that the patient was trying to make peace with the device inside of their body and make it work the best that it could for them. The patient listened to what the manufacturer representative said about turning the device off for a few days and then back on and the patient learned about the device that no matter how much they increased the amplitude it didn¿t make the bladder control any better. It was reported that in early (B)(6) the patient felt that the urination was too frequent and on (B)(6) 2014 at 3:45 am out of frustration that patient increased the amplitude from 3.7v to 4.2v in an effort to get some relief. Instead by 10:20 am what the patient began to experience was a feeling of pain across their left upper buttock along the kidney area, just as they had when they had been in pulse width 120, program 1 at amplitude of 4. It was noted that this was a red flag to the patient regarding the device and they communicated at the end of (B)(6) that the device caused the pain and discomfort that they experienced due to that pulse width setting at 120. Yet again now that the patient had been in pulse width 210 and had been in program 2 when they went up to 4.2v that happened to them again. It was reported that the patient experienced a barrier right at the number that they would not attempt to go beyond again. Just as before when the patient turned off the unit on (B)(6) 2014 at 10:30 am the pain sensation, which was very uncomfortable, completely went away. It was noted that the device had done this to the patient twice now and they had not experienced it since thus far. The patient was communicating this because they needed to know this about the device and in the patient¿s mind they were thinking and wondering if there was a defect to the device. It was reported that because of the pain, and because the patient was frustrated with their sciatic nerve and not getting relief, the patient just shut the device off because they figured what difference did it make. The patient kept the device off for 4 days and tracked their urination for 1 day surprisingly at 30 times. It was noted that when the patient turned the programmer back on they began at 0 and then found a comfortable level at 2.3v and left it there. Eight days later, the patient repeated the off/on sequence. It was reported that the patient liked that the manufacturer representative set the amplitude settings to zero and as they said the patient¿s body rested from the pulse. The patient was a bit nervous about how bad the urination would get with the device off and they stayed close to home as much as they could. It was noted that after the fourth day, the patient wanted the device back on and would continue that pattern. Currently as of (B)(6) the patient switched to program 4 at amplitude of 1.7v. It was reported that the patient still grieved the loss of 18 to 22 times but those days were gone and they were just going forward. The patient was trying to make peace with the device in their body and was trying to understand how to make it work best for them. It was noted that the patient anticipated going for medical treatment in the middle of (B)(6) and of course the bladder issue was on their mind.

Event description:
Additional information received reported that the patient had reported that they had pain in the buttock and kidney area and that they increased stimulation too much and that they had communicated this to the manufacturer representative. The manufacturer representative stated that this information was incorrect and they believed that the patient communicated this to the office. It was noted that the manufacturer representative had not communicated with the patient since they had communicated with the office to touch base to find out how the patient was doing. The manufacturer representative was unsure of what had caused the event and they were unaware if the issue was resolved. It was reported that they believed that the patient was doing better than when they first started with the device and after adjustments they were doing well. The patient slowly went back to a very similar pattern, had an adjustment at the office, and since then changed their programming and they were now doing better. It was noted that the manufacturer representative would follow-up with the office to try to provide more information but that was all the information they had as of right now.